Manufacturer narrative:
The product was not returned. Therefore an eval of the device performance was not possible. A review of the mfg records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the physician believed that the valve was blocked when he checked the pt's status after the surgery. He performed another surgery the next day to replace the valve. It was also reported that the pt has since been discharged from the hospital.